Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Due to privacy laws, customer information may not be available on international complaints.(B)(4)

Event description:
It was reported that the insulin pump had moisture damage. The self test, displacement test, and high pressure test all passed, but it was reported that there were the smell of insulin, and moisture, in the reservoir compartment of the device. The customer asked for and will receive a replacement insulin pump. The customer's blood glucose value was 250 mg/dl. No further information was provided.